Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported poor telemetry or no telemetry with recharging. There was no communication with another external device. The patient had been in overdischarge for over a year due to noncompliance and difficulty recharging. A physician mode recharge was being performed. There was a broken connector pin on the desktop charger. The connector had broken off. No symptoms were reported. Relevant medical history included reflex sympathetic dystrophy syndrome, causalgia complex regional pain syndrome, and spinal pain.

Manufacturer narrative:
Conclusion no longer applies.

Manufacturer narrative:
The desktop charger (serial (B)(4)) was returned and analysis found the desktop charger to have a damaged connector tip and the cable assembly with the damaged connector tip was replaced.